Event description:
While attempting to deploy the coil into the aneurysm, the attending physician had noticed that the coil deployed unexpectedly inside of the guide catheter. During withdrawal of the microcatheter, it was found that the microcatheter had broken and that only 30cm of the catheter could be retrieved. The guide catheter was then clamped and the remaineder of the unit including the separated portion of the microcatheter was removed. The procedure was successfuly completed with a new kit. No patient injury and/or complications occurred as a result of the reported problem.